Event description:
Per the report, when the surgeon tried to remove the grey insert during a ureteroscopy, the tip broke off when he tried to remove it. There was no pt issue. This happened 2 of the 3 attempts to use the product (each single use). The rep happened to be coming in for a procedure and he will pick it up and send it to his company for analysis.